Event description:
The pt reportedly experienced sound quality issues. The center could not establish communication with the pt's implant. External equipment was exchanged and programming changes were made; however, the problem was not resolved. Surgery to explant the pt's device will be scheduled.